Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.

Manufacturer narrative:
The complaint of ¿patient was revised due to poly wear¿ is confirmed. A material analysis was conducted and it was observed that each condyle has an area where there is evidence of delamination and embrittlement, which is likely the result of oxidation. It is impossible to determine how this oxidation occurred or when it occurred. The item number is not known, therefore, the DHR cannot be reviewed. Due to the condition of the explant, it is impossible to get an accurate dimensional analysis. Since the bearing was successfully implanted for some period of time, it is likely that this part left biomet conforming.

Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date in 1995. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.